Manufacturer narrative:
It is unknown if a temporal relationship exists between ccpd therapy utilizing the unknown liberty cycler, and the patient¿s serious adverse event of pulmonary edema. The etiology of the event is unconfirmed; however, the patient alleges pd therapy (not the liberty cycler) as having failed to remove the adequate amount of fluid. An inability to obtain follow-up information precluded a more comprehensive investigation. Pulmonary edema is a well-known potential complication of the esrd process, and causality can often be attributed to several different internal and external factors such as physiological changes, dietary restrictions, mechanical issues, membrane/transport failure. Based on the limited information available, the unknown fmc device(s) and/or product(s) can be excluded as having caused the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Additionally, it is unknown if the patient was utilizing a fresenius device(s) and/or product(s) when the events occurred. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a customer experience survey, it was reported that a patient performed peritoneal dialysis (pd) therapy and got fluid in their lungs. The patient reported they experienced fluid in the lungs as pd therapy was not removing enough fluid. The patient transitioned to incenter hemodialysis (hd) therapy. Attempts to obtain additional information could not be completed as there is no patient contact information in which to follow-up.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. A product history review was not completed during the investigation as the serial number was not provided as a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed.

Event description:
During a customer experience survey, it was reported that a patient performed peritoneal dialysis (pd) therapy and got fluid in their lungs. The patient reported they experienced fluid in the lungs as pd therapy was not removing enough fluid. The patient transitioned to incenter hemodialysis (hd) therapy. Attempts to obtain additional information could not be completed as there is no patient contact information in which to follow-up.